Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort following an implant procedure because the implantable pulse generator (ipg) site lacked fat tissue, causing the ipg to sit directly on the muscle. The patient underwent a revision procedure wherein the ipg was moved down into a fatty area. The patient was doing well postoperatively. The ipg remains implanted in the patient and in use.